Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the staples did not close. They were a jagged pattern when they came out. A new device was used to complete the procedure. There was no patient impact reported. No other details reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the 9th/10th firing sequence double feed incident were noted; the remaining five clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange visual indicator was under-traveled due to the double feed incident. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. No conclusion could be reach as to what may have caused the incident reported. No incident related to the reported event was observed during the batch record review.